Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received patient factors and progression of underlying valvular disease pathology likely contributed to the event. Physician reported was not due to surgical valve failure.

Manufacturer narrative:
H11: corrected data: corrected sections b5, b7. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 29mm 3000tfx aortic valve implanted in the pulmonary position for 10 years, 27 days underwent valve-in-valve procedure in pulmonary position due to moderate stenosis and regurgitation. Patient had persistent symptoms of palpitation, chest pain and shortness of breath with exertion. Physician reported was not due to surgical valve failure. A 29mm 9600tfx was implanted inside the 29mm valve without complication. Post valve placement main pulmonary artery angiography revealed minimal to no pulmonary valve regurgitation. Patient tolerated the procedure well. Patient was discharged on post-operative day one.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the stenosis and regurgitation in this case cannot be determined; however, may have been impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm valve implanted in the pulmonary position for an unknown implant duration underwent valve-in-valve procedure due to pulmonary stenosis and regurgitation. Physician reported was not due to surgical valve failure. A 29mm transcatheter valve was implanted inside the 29mm valve without complication. Patient left procedure with stable vitals.